Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported during the intraocular lens implantation the lens was stuck in the incision and the physician had to enlarge the incision. Additional information has been requested and received sating the lens was removed from the incision without causing any damage. The procedure was completed on the same day.